Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that when they went to bur the femoral condyle during a navio assisted surgery, the first anspach drill wouldn't spin (the handpiece moved the drill forward but the drill wouldn't spin). They checked the surgeon was pressing the black pedal and were on "cut femur", unplugged the drill and tried again but the drill wouldn't work. When a second drill and long attachment, and the same burr were added into the first handpiece, they had not been put together properly, so they failed calibration. Upon removing the second drill from the first handpiece, the second long attachment got stuck in the first handpiece and couldn't be removed. Therefore, the surgeon was repeatedly hit with a mallet, breaking the first handpiece, and potentially damaging the second long attachment and second drill. They opened a second handpiece and continued using the previous drill 2 and long attachment 2, but the nurse found it difficult to insert the burr into long attachment (previously damaged with the surgeon's hammering), so the surgeon hammered it in. The handpiece then passed calibration and the surgeon started to use it to remove bone, but at some point, the burr detached from the second drill and wouldn't stay inside the drill even when assembled correctly (previously damaged with the surgeon's hammering). Finally, the surgery was completed satisfactorily using a third handpiece, drill, and long attachment with a significant delay. The patient was not harmed beyond the problem reported. After surgery, during testing, it was found that the burr wouldn't go into the first long attachment.

Manufacturer narrative:
Additional info in: d, g, h results of investigation: the navio anspach hand piece, pfsr101209, s/n (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The drill spun the burr normally during testing. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may have been the burr was not properly secured. Ensure that the burr is properly locked into the drill prior to cutting. Refer to the navio surgical system user's manual for proper assembly and connection in the "assembling the surgical drill" section. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.